Event description:
Customer had ear pierced with the inverness ear piercing system in a retail store on 9/7/97. Approximately two weeks following the piercing, the piercing site on the left ear became inflamed and swollen. The customer sought medical treatment on 9/24/97. The earring was removed and the customer was administered antibiotic treatment.